Event description:
After medical review of the follow-up received for this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2011 by a product manager - local reference (B)(4). This case involves a (B)(6) male patient who was treated with poly-l-lactic acid (sculptra) for indication of facial filler. The patient received poly-l-lactic acid injection at cheek for three sessions since (B)(6) 2010. First session with 2 vials of that was injected on (B)(6) 2010 (about 4 ml at right cheek and 2.5 ml at left cheek). Second session was injected on (B)(6) 2010 with 1 vial and third session was injected in (B)(6) 2010 with 2 vials. One year after injection, on (B)(6) 2011, the patient noted a visible mass at the right cheek and non-visible mass at left cheek. No pain or itching were reported. The patient visited the clinic for further assessment on (B)(6) 2011. The physician considered the mass was not nodules and not related to poly-l-lactic acid injection. After assessment, the physician suggested to continue follow-up or perform biopsy if patient has any concern. On (B)(6) 2011, the patient visited a nephrologist at the hospital due to worsening of swelling at bilateral lower face. The nephrologist considered the swelling not to be related to renal function and referred the patient to aesthetic center. An unspecified antibiotic agent was prescribed as corrective treatment. On (B)(6) 2011, the patient felt the swelling had not improved after taking two doses of the antibiotic agent, so he visited the emergency room. Blood test was performed and level of white blood cell count was normal. The physician excluded the possibility of cellulitis. On (B)(6) 2011, the patient felt the swelling had worsened with facial tightness at bilateral lower face. He visited a plastic surgeon and granuloma was diagnosed. Prednisolone 5 mg was prescribed as corrective treatment. A follow-up visit is arranged for (B)(6) 2011. Significant/relevant medical history includes left renal cell carcinoma with nephrectomy and patient is a smoker. Relevant concomitant medication includes unspecified renal protective agent. Action taken: not applicable. Corrective treatment: unspecified antibiotic agent and prednisolone 5 mg. Outcome: - not recovered / not resolved. Additional information was received from the patient on (B)(6) 2011: upon review of the follow-up information, this report has been upgraded to serious. The reported event was changed from mass to granuloma. Details surrounding the event and corrective treatment were provided. Medical history, concomitant medication and lab results were updated. A ptc (product technical complaint) has been initiated for this report: (B)(4).